Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user requested a factory reset due to perceived frequent lows while reports showed predominantly highs and minimal time below range; after speaking with their clinician, a factory reset was performed, and education was provided on interpreting ¿low soon¿ and ¿urgent low soon¿ alerts, appropriate hypoglycemia treatment, and consistent meal announcing to support algorithm learning. Symptoms included anxiety related to predictive low alerts without documented hypoglycemia and hyperglycemia up to 366 mg/dl for approximately two hours without ketone testing, medical intervention, or need for assistance. Outcomes included no hospitalization, no loss of consciousness, and no reported adverse clinical sequelae. Investigation included review of user-reported data and coaching on device use and alert interpretation. Investigation of this case revealed user-driven overtreatment of predicted lows leading to rebound hyperglycemia, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error and therapy management inconsistent with device guidance.